Manufacturer narrative:
Ventilator was upgraded to the current software level.

Event description:
The service report shows that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event.